Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter initially contacted lifescan (lfs) on july 20, 2007, and alleged that the meter was reading inaccurately high. The reporter then called the mas and provided new information on august 22, 2007. This complaint is being reported based on the new information. The patient tested her blood glucose in 2007, exact time unknown and the result was between 250 to 300 mg/dl. She had been obtaining high results for several days prior. She normally takes 10 units of lantus in the morning and in the evening. While obtaining the high results, she was taking 25 units in the morning and in the evening. The patient developed symptoms of lethargy and having difficulty breathing beginning on the previous day. The paramedics were called two days later, because of the symptoms, and upon arrival, obtained a result of 30 mg/dl. The patient was admitted to the hospital and treated for low blood glucose, as well as for "fluid in the lungs" and congestive heart failure. This complaint is being reported, as reporter alleged the patient obtained high results and then took higher doses of insulin based on the meter results. The reporter further stated the patient subsequently went to the hospital with hypoglycemia. Replacement products have been sent.